Event description:
The luer lock on the venous line came loose and the patient lost approximately 350cc of blood. No patient injury or medical intervention. Hct did not change.

Manufacturer narrative:
No patient injury or medical intervention. Hct did not change. It was reported that during the involved treatment the nurse had flow issues so he reversed the lines and walked away for a moment. The nurse has apparently hit the mute button and the override button on the venous pressure alarm #155. Therefore, he was unaware of the alarm (the visual alarm was on screen, but it was not audible) and the blood pump did not stop because of the override.